Event description:
A malfunction on a pump was reported by the caller. There was no information available regarding any adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.